Event description:
A report was received that the patient was unable to keep a charge for a long period of time. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint about frequent charging was confirmed. The device exhibited analog integrated circuit damage. Exposing the device to high electromagnetic or voltage transient can cause this type of failure. The root cause of the damage is unknown. The complaint about high impedance was not verified. Impedance measurement readings were within the expected range.

Event description:
A report was received that the patient was unable to keep a charge for a long period of time. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo ipg replacement.

Event description:
A report was received that the patient was unable to keep a charge for a long period of time. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced with a new one. The patient was doing well after the procedure.